Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of below 50mg/dl. Low bg cause was not known. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.